Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a (B)(6) female patient who had essure (batch no. 895932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's previously administered products included for an unreported indication: depo provera. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("complications with my menstrual cycle"), abdominal pain ("abdominal pain") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, fatigue, weight increased, alopecia, menstrual disorder, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient currently planning for essure removal. Current weight (B)(6). Discrepancy noted in insertion date: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received: reporter and lot number added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding vaginal'), migraine ('migraines / headaches'), genital haemorrhage ('bleeding'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in a 30-year-old female patient who had essure (batch no. 695932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's previously administered products included for an unreported indication: depo provera. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain, vaginal haemorrhage and menorrhagia. In (B)(6) 2010, the patient experienced migraine and fatigue ("fatigue"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage, menstrual disorder ("complications with my menstrual cycle"), abdominal pain ("abdominal pain") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, fatigue, weight increased, alopecia, menstrual disorder, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient currently planning for essure removal. Current weight 273 lbs. Discrepancy noted in insertion date: (B)(6) 2010. Amendment: the report was amended for the following reason: after internal review, the event "genital haemorrhage" was downgraded to non-serious incident. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.